Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured thoracic aneurysm in the primary iliac artery. Aneurysm and vessel morphology at the time of implant were not reported. The expired product was used because of the emergent nature of the case and since another device was not available. The patient was informed by the physician about the risk and signed a consent form to be treated with an expired device. The stent graft was implanted successfully without any complications. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: incorrect technique/procedure (pre-operative rupture). Failure to follow instructions (using an expired product). Evaluation, conclusion: user error contributed to event (pre-operative rupture and using an expired product).